Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no audible sound coming from the speaker and a "speaker malfunction" error message on the telemetry device. The device was not in clinical use at the time the issue was discovered.